Event description:
A review of service data detected a reportable event. Upon service investigation of monitor sn (B)(4), the monitor produced a service code 202 (patient parameters corrupt). Additionally the monitor experienced an abnormal shutdown. The last patient to use this device did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon service investigation the monitor was resetting while trying to change the patient name. The cause for the resets was isolated to corrupt monitor programming. The root cause for the programming corruption could not be positively identified. After reprogramming, the monitor was fully functional and no longer reset. No adverse event resulted from the defective monitor programming. The patient received a replacement monitor.